Event description:
It was reported that loss of sensing, intermittent pacing, and phrenic nerve stimulation was observed on the right atrial (ra) lead. The patient experienced discomfort due to the event. The lead was deactivated to resolve the event, and the patient was in stable condition.